Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, a posterior capsule tear had led to a decentered multifocal iol. It was also stated that the haptic or iol edge had torn the capsule posteriorly. The procedure was not completed the same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol (intraocular lens) returned wrapped in surgical material inside a plastic bag. Solution is dried on the iol. The optic is torn/split-cut dividing the iol in two. There are fibers on the iol. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).